Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were not administered prior to spaceoar implantation and the procedure was done under local anesthesia. Magnetic resonance imaging (MRI) was performed post procedure and it showed a rectal wall infiltration. There were no patient complications reported as a result of this event. Patient will receive external beam radiation therapy (ebrt).